Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she needed emergency infusion sets sent out because the needle broke on the last infusion set she tried putting on. Customer's blood glucose level was 555 mg/dl. The customer's blood glucose level went down to 450 mg/dl after drinking fluids. The device was not returned.